Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to the emergency room due to neck pain. The ins was at eri due to normal depletion and was scheduled for a replacement. At the hospital, the patient said the neck pain was due to the ins being at eri.